Manufacturer narrative:
The insulin pump passed displacement test, self-test, error test, rewind, and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on the faulty force sensor system. The pump was unable to perform occlusion and excessive no delivery due to prime anomaly. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Event description:
It was reported that the product will be returned for failure analysis. The customer's blood glucose reading was unknown.